Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the sterility was compromised. During unpacking a watchman® access system, the packaging was ripped and the sterility was compromised. This device did not enter the patient's body. The procedure was completed with another of the same device.